Event description:
Boston scientific received information that during a routine device follow-up, this left ventricular (lv) lead exhibited increased pacing thresholds and loss of capture. Lead dislodgement was reported. At the lead revision procedure, the physician found the lead to be completely out of position and elected to explant the lead. A new, competitive lead was implanted. The physician believed the dislodgement was due to the patient's difficult anatomy. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.